Manufacturer narrative:
Result: brake crank.

Event description:
It was reported by service repor that the brakes will not wengage properly. No patient involvement or adverse consequences are reported.